Manufacturer narrative:
The returned blade assembly was evaluated for shedding. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated runout of the subassemblies. The outer blade tip and tube alignment were within specification. However, it was observed that there was a significant degree of splay at the inner blade edge form. This splay is typically caused by the stresses induced in the blade tip, during forming, and released once the edge form is cut into the tip. The splay caused a reduction in the gap between the inner and outer blade tips resulting in friction and galling of the material, leading to shedding. A change to the fabrication process for the inner blade has been affected, which reduces the incidence of this condition. The device was built to the then design specifications. After the evaluation the root cause was determined to be a manufacturing issue which has since been addressed. No further investigation is warranted at this time. (B)(4).

Event description:
During a bicep tenodesis procedure, it was reported that metal shavings came off the blade shortly after activation. A new shaver was opened and the shavings were removed. A two minute delay and no patient injury was reported.